Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer battery was depleted. The analyzer module displayed low battery voltage even after replacing the battery. The battery was replaced. The analyze module was exchanged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.